Event description:
A tech went up for a scan. She chose to use the long board and not the proper holder for the bed. She did not strap the board to the bed and instead she placed straps around the pt. When adjusting the board to the scanner, the board and pt slipped down between the top of the bed and the scanner. When the pt and the board hit the scanner and floor, the thinnest part of the long board cracked. The pt was assessed and taken to the CT dept. For a scan of her head and spine. She had no injuries. She was alert and oriented throughout the procedure on the floor and at no time complained of pain or injury - she stated it scared her, but she was fine.

Manufacturer narrative:
The facility's manager of computed tomography implemented the following actions: all the staff were in-serviced on the head holders including the long board (transfer board). The new board arrived with the warning/safety labels applied on it. The employee who was responsible for the pt's fall has been removed. All the staff are now required to complete an overview of the portable and its equipment to then be signed off for competency before using. Note: this event was originally reported to the FDA on (B)(4) 2009 and incorrectly identified as "3004938766-2009-00001".